Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was 61 mg/dl. The customer to address bg level by taking glucose tablets. It was confirmed that the customer would obtain manual insulin injections as alternate insulin therapy. The customer declined further follow up from tandem technical support.